Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop. No patient harm was reported. Investigation summary: the device was returned on a subsequent ticket 115532 and was cleaned, decontaminated, and evaluated. During the evaluation of the device, nihon kohden repair center (nk rc) duplicated the reported issue, re-imaged both hard drives to software version 02-16 with 32 beds, and rebooted the device, resolving the issue. The device was then subjected to and passed testing and inspection, (post repair), meeting specifications in all areas, with no issues. The device was then shipped back to the customer. Based on the information reported, nk was able to confirm the reported issue was due to a software/hdd issue. A definitive root cause of how the software/hdd issue occurred was not determined. However, it is possible the issue was due to corruption. When the cns experiences a power loss, it can be caused by a variety of events. These events include user related ungraceful exits or unexpected shutdowns, power outages, generator tests, uninterruptable power supply (failure) or power failure and/or power surges. These are environmental factors impact device functionality and cause damage to sensitive hard drives and lead to hard drive failures. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Potential causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer g6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported on 08/23 that the central nurse's station (cns) was stuck in a boot loop. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: on 09/02/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded, but they did not provide patient information. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: on 09/02/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded, but they did not provide additional device information.

Event description:
The biomedical engineer (bme) reported on (B)(6) that the central nurse's station (cns) was stuck in a boot loop. No patient harm was reported.